Event description:
Boston scientific received information that this right ventricular (rv) lead was observed at routine follow-up to have dislodged from its original site of implant. A revision procedure was performed in which this lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.